Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated using two wands,and two different programmers. The device was not used and will be returned for analysis.